Event description:
It was reported pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. Attempts are being made to obtain additional information.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. Attempts are being made to obtain additional information.